Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer reported there was leakage of fluids from the pinch valve tube of the analyzer. The field service engineer replaced the tubing. The customer found erroneous results had been reported outside the laboratory for 22 patients. Of the data provided, only the results for roche diagnostics cobas elecsys anti-tpo and elecsys anti-tshr immunoassay were discrepant. No units of measure were provided. Refer to the attachment to the medwatch for all patient data. Because the physicians were notified of the results, the physicians had to provide the correct results to the patients by phone. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested but were not provided.